Manufacturer narrative:
(B)(4). Lens remains implanted at the time of submitting the MDR. (B)(4). The surgeon will be explanting this lens in a couple of weeks. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon placed a multifocal lens in the patient's dominant eye at +1.50 diopter. The surgeon used the sanders-retzlaff kraff (srk) formula. The surgeon will be explanting this lens in a couple of weeks. No further information provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no other non-conformances generated during the manufacturing process. The complaint related test is the optical measurement performed at final inspection. The in-line inspection data showed the lens was within power specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received that the explant was performed since the lens was received by the manufacturer. Date of explantation was not provided. Device available for evaluation- yes, returned to manufacturer- 11/24/2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.